Manufacturer narrative:
The customer's meter and test strips were returned for investigation. The test strips and vial showed no defects. The meter appeared to be undamaged and clean on the outside. The returned test strips were measured with the returned meter in comparison to relevant retention test strips (lot 194466) and the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Results: donor 1: master lot with reference meter: 2.0 inr. Customer strips with customer meter: 1.9 inr, 1.9 inr, 1.9 inr, 2.0 inr. Donor 2: master lot with reference meter: 3.8 inr. Customer strips with customer meter: 3.8 inr, 3.7 inr, 3.7 inr, 3.8 inr. The maximum difference between measurements with the same blood sample was 0.1 inr. The returned customer material and the retention material were within specifications.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek pro ii meter serial number (B)(4). The coaguchek pro ii is not sold in the united states, but the test strips are sold in the united states. The meter result was reported to a nurse. Capillary blood from the patient was tested on the meter at 8:00 a.m., resulting as 4.4 inr. A venous blood sample collected from the patient was tested using the siemens innovin test method on a siemens sysmex analyzer at 8:30 a.m., resulting as 1.7 inr. The patient was not adversely affected. The patient's therapeutic range is 2.0 - 2.5 inr. The customer's product was requested for investigation. Relevant retention test strips (lot 194466) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.